Event description:
It was reported from japan that during service and evaluation, it was determined that the motor device bearing was worn, the hose was damage (excluding rupture), had cosmetic damage, a liquid leak, loose, made excessive noise, run in the locked position and vibrated. The device hose was scratched, had no red line, the housing was loose, rotated on safe, made a strange noise and there was an oil leak on the swivel section. It was further determined that the device failed pretests for visual assessment, hose assessment, muffler tube assessment, loctite assessment, safety assessment, noise assessments and oil leak assessment. It was noted in the service order that the device rotation speed was low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearing was worn, the hose was damage (excluding rupture), had cosmetic damage, a liquid leak, loose, made excessive noise, run in the locked position and vibrated. The device hose was scratched, had no red line, the housing was loose, rotated on safe, made a strange noise and there was an oil leak on the swivel section. The device also failed pretests for visual assessment, hose assessment, muffler tube assessment, loctite assessment, safety assessment, noise assessments and oil leak assessment. The assignable root cause was traced to component failure due to normal wear. (B)(4)